Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use artmt100092310 ver. A, "with gentle tension on the delivery cable, pull the sheath back to deploy the right atrial disc. Assure secure position across the patent foramen ovale, which can be observed by echocardiography."

Event description:
On (B)(6) 2018, a 25mm amplatzer pfo occluder was selected for implant. The procedure was performed using angiogram and no echo. During the procedure, the physician pulled back during placement and then deployed the device. The pfo appeared stable and the device was released. Toe revealed abnormal movement and showed the device had embolized to the rv outflow track. The physician used a 20mm lasso and 12f sheath to successfully snare the device. The device was removed from the patient and another 25mm amplatzer pfo occluder (lot number: 6532103) was implanted. There were no patient consequences reported.